Event description:
Silence button does not work (keypad issue). More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and cannot confirm events described in complaint. The reported device was not returned to france to investigation as repairs were carried out locally by infusystem. It was described in the complaint that the silence button on the front was not working. During repairs, a keypad test was performed but failed for the silence button. However, the test passed for other buttons and produced a response during the test. To solve the issue, the top housing with keypad was replaced. The pump performed the quality control test and was released for use and returned to service. The defective spare part was not sent back to brézins for investigation. Therefore, the origin of the reported failure could not be confirmed. However, this event could be linked to a known issue addressed with an internal CAPA for defective keypad issue (non functional key) on the agilia range. Note : reported device was manufactured before correctives actions have been implemented in march 2020. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.